Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was a defective touch screen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the touchscreen would not respond. The device was returned to the biomedical department with a report of touchscreen does not respond. No information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.